Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2016 that the pump was alarming or beeping. It was related that the pump was starting to beep and they took the patient to the local hospital to try and get the alarm (code) read and were given the manufacturer¿s number to call their selves. It was stated that the patient was still at the emergency room (ER). The sound was consistent with the manufacturer¿s pump alarms. It was reported that the patient said the pump beeped the night before once (single beep) on (B)(6) 2016 but didn¿t hear it again and then at 3 a.m. Afterwards on (B)(6) 2016 they heard it dual alarming every ten minutes. The hcp thought the patient¿s pump refill was due next month. It was noted that the patient was recently transferred to their group home and they had been running around getting the patient set up with everything with insurance and hadn¿t even gotten a primary care physician for the patient yet. They brought the patient to the ER via the group home bus the day of the report (B)(6) 2016. The hcp was going to follow-up with the pump managing hcp to determine if the patient missed a refill and sent a message to the staff not to leave the ER to stay with the patient. The hcp was transferred to a manufacturer's representative. There were no medical symptoms reported. Additional information was received from an hcp on (B)(6) 2016. It was noted that the last pump refill was in (B)(6) . Emergency procedure information was provided. There still were no symptoms reported. Additional information was received from a consumer on 2017-mar-06. It was reported that the patient was alarming before and went to the ER for 12 hours and they had to call a manufacturer's representative to determine why the patient was alarming. The manufacturer's representative came to the ER to determine why the pump was alarming. The patient had a low reservoir alarm and they prescribed the patient oral pills until they got the patient¿s appointment set-up. It was stated that this was in (B)(6) 2016 (note this is conflicting with the other reports that it was in (B)(6) 2016). Additional information was received from a healthcare professional (hcp) on 2017-nov-28. It was reported that the patient experienced the low reservoir and was present at the emergency room department in (B)(6) 2016 and not (B)(6) 2016 as a consumer previously reported. The patient¿s weight was unknown. The patient experienced itching and increased tightness in relation to the low reservoir alarm. It was related that the patient had moved and did not find a provider. The patient took oral baclofen and traveled back for a refill as actions/interventions taken to resolve the low reservoir alarm. The cause of the low reservoir was determined to be that the patient failed to find a provider. It was indicated that the low reservoir alarm had been resolved and that the patient was no longer under care of the reporting hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that the dual-tone alarm that was also heard on b)(4) 2016 was empty reservoir. No further complications were reported.